Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - was the needle piece(s) retrieved during the same procedure? - was there any additional tissue damage as a result of searching for the needle piece? - was there any adverse consequence associated with the patient? --------- all answers above are unobtainable. Once there is any update, we will update the information photo analysis: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photograph shows a container with a detached needle and a suture. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that a patient underwent an episiotomy repair on (B)(6) 2022. The operator used the w9923 for vaginal mucosa and perineal suturing during the operation. During the procedure, the needle pull off occurred when suturing the perineum. The needle fell into the patient's body. The operator immediately looked for the missing needle. After the bedside b-ultrasound search was unsuccessful, the CT examination of the patient's lower abdomen and pelvic cavity was carried out during the operation to assist in the search. The needle was removed from the patient's body. The integrity of the suture needle was checked after removing the needle. After confirming that there was no residual foreign body, a new suture (specific product name and model unknown) was replaced to resewing the perineal incision. The subsequent operation went smoothly. This event did not cause any harm to the patient except for prolongation of surgery time (specific prolongation time was unknown). The patient was in stable condition currently. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 08/12/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: according to the sales rep, the issue should update from pull off suture needle to breakage needle. (B)(4). Date sent to FDA: 08/12/2022.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/2/2022. Additional information was requested, the following was obtained: was the needle piece(s) retrieved during the same procedure? Unknown. Was there any additional tissue damage as a result of searching for the needle piece? No other tissue damage was caused. What is the surgeon's opinion of consequences to the patient? Patient has been discharged from the hospital and is healthy. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.